Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for probably the past 4 months, they have noticed that their implant battery was not lasting as long as it used to. Patient stated that instead of 35-36 hours between charging, they were down to 29-30 hours. Patient mentioned that theyhad reprogramming when they first got the implant and then even after they had their second stimulator put in, they had it readjusted again during that time, but they had not had any adjustments recently at least for the past year. Agent reviewed information regarding usage based charging. And redirected patient to their healthcare provider to further address the issue. Patient stated their stimulation for both the upper and lower stimulator is up high around 10.0 or higher each. No symptoms were reported. Additional information was received from the patient. The issue has not been addressed. Pt have even less running time than before. It is down to about 24 hours now. Issue has not been resolved. Patient stated they have not seen an associate to determine what to do, no steps taken at this time. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt got both their ins batteries explanted on (B)(6) 2026 but kept the leads implanted; then the ins battery was removed because it had almost completely gone out too, they had to recharge that ins every 24 hours and it was degrading on them. Pt noticed they had to recharge the ins probably back to august or october in 2025. Pt noted they had a lot of issues with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.